Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned, it was discarded; therefore a return sample evaluation is unable to be performed. Bezoar is a known complication of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in (B)(6) underwent procedure for replacement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Report indicated that the j tube was removed due to phytobezoar which caused duodenal ulcers. Duopa therapy was stopped. A new j tube will be inserted.